Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13096 - device 3 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that three infusion set was leaked at the top of septum and the medication is delivered via injection port that is insulin. No further information available.